Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the oxygen sensor. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, an 840 ventilator generated an oxygen (o2) sensor out of range error message. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.